Event description:
It was reported that the lead was implanted with some difficultly due to the patient's anatomy. It was also reported that the lead dislodged post pocket closure. The lead was explanted and replaced. No complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.